Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they were not receiving urgent low alerts from the g5 application on (B)(6) 2016. Patient was advised to uninstall/reinstall the g5 application and if that did not work create a new account. No injury or medical intervention was reported.